Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported during the pt's post op appointment the sjm rep attempted programming, but was unable to provide the pt with effective stimulation coverage. Fluoroscopy images showed the pt's leads have migrated. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.